Event description:
It was reported that while using the bd ultra-fine¿ insulin syringe was unable to inject insulin. The following was received by the initial reporter: the patient came to the hospital for treatment on august 2nd, 2023, and reported that the disposable sterile insulin syringe purchased a few days ago had difficulty in advancing during self-use.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1242485. All inspections and challenges were performed per the applicable operations qc specification.

Manufacturer narrative:
B3: date of event: unknown. The date received by manufacturer has been used for this field. E1: initial reporter phone #: (B)(6). H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd ultra-fine¿ insulin syringe was unable to inject insulin. The following was received by the initial reporter: the patient came to the hospital for treatment on (B)(6) 2023, and reported that the disposable sterile insulin syringe purchased a few days ago had difficulty in advancing during self-use.